Event description:
The customer returned the glidescope gvl 4 video laryngoscope to (B)(4) for evaluation of a blurry image. No negative patient impact was reported. The returned product evaluation identified the following safety issue: the glidescope gvl 4 video laryngoscope was found to have a cracked camera lens with missing pieces. MFR ref#: 9615393-2015-00041.